Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned coronary emergency/non-emergency treatment was completed as planned by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch charger failed. Upon troubleshooting, fse found that the status of the wi-fi (led) indicator on the wireless footswitch was flashing red, the battery indicator was red, and the base station led indicator was off. Upon functional testing, fse identified slightly broken cable in the wireless footswitch charger. To resolve the issue, fse replaced the wireless footswitch charger and after that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption by using the wired footswitch. As per an update to the instructions for use for charging and handling of the wireless footswitch. There is a requirement to have the wired footswitch always connected. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch charger failed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.